Event description:
During the procedure, while advancing a deltapaq(cdf100925-30/c13142) in an unspecified microcatheter(echelon 10/covidien (B)(4), type 45 degrees angle), it got stuck at the distal end of the microcatheter due to resistance. Therefore the deltapaq was safely removed from the patient. After withdrawal, when the deltapaq was outside the patient, it was noted that a part of the microcoil appeared to be unraveled. The report did not indicate where on the microcoil it was located. Then, the procedure was continued using a new deltapaq(cdf100925-30, lot unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation for carotid cave aneurysm of the internal carotid artery that was not calcified and mildly tortuous.

Manufacturer narrative:
Concomitant medical products: echelon 10 microcatheter (covidien type 45 degree angle); second deltapaq (cdf10092530, lot unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The actual coil area of the device was returned undamaged. To the naked eye, the tip coil damage would have appeared to have been the coil unraveling; however, it was not unraveled. The tip coil has compression and buckling damage in multiple locations. The coil¿s socket ring has been pushed down under the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured. The locking mechanism has compression and stretching damage and indentations caused by the resheathing tool. There are two possible contributing factors to the coils resistance and becoming stuck inside the microcatheter. These contributing factors may have worked separately or in tandem, each producing similar results. The primary contributing factor may have may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism may catch the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which can then compress and buckle the tip coil section and cause the coil¿s socket ring to be pushed down inside the outer sheath. In this condition, the coil would have encountered severe resistance and would have appeared to be stuck inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ this is further outlined diagrammatically. It also cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor may have been due to distal interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors addressed in the instructions for use may have contributed to the event and damages noted on the returned device. Therefore, no corrective actions will be taken at this time.